Event description:
The coil was not functioning in the microcatheter as it should have been. The coil was bunching up and not moving forward to allow for proper deployment or movement within the catheter for use. Coil retrieved successfully and was not used.